Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Requested but not returned by hospital.

Event description:
Patient's hip was revised post-implantation due to wear. The head and liner were removed and replaced.